Manufacturer narrative:
(B)(4). The customer reported the device remains in the patient. A follow-up report will be submitted with all additional, relevant information.

Event description:
Subsequent to filing the initial medwatch report, the following additional information was received: the xience prime stent was initially implanted in a restenosed lesion. When the patient returned to the cath lab, both restenosis and thrombosis were observed in the implanted stent. No additional information was provided.

Event description:
It was reported that on (B)(6) 2012, a xience prime stent was implanted in a non-tortuous, moderately calcified, proximal, circumflex artery and on (B)(6) 2012, the patient presented to the catheterization laboratory with a non st segment myocardial infarction (nstemi). Angiogram found the xience prime stent was occluded. The angiogram from the procedure on (B)(6) 2012 was reviewed and the xience prime stent did not appear well apposed to the vessel wall. A "thrombosuction with plaque result" was done and another unspecified drug eluting stent was implanted in the xience prime stent with good result. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: xience prime is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.